Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1189936. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported that while using 4 bd veritor¿ sars-cov-2 and flu a+b false positive results were obtained by the laboratory personnel. A confirmation test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " triplex kit lot no.1189936 expiration date 7/31/2022 was giving false positive flu a results."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 4 bd veritor" sars-cov-2 and flu a+b false positive results were obtained by the laboratory personnel. A confirmation test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " triplex kit lot no.1189936 expiration date 7/31/2022 was giving false positive flu a results."